Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider reported that the cause of the lead migration were habits of the patient. The issue had been resolved.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The caller indicated that the patient had leads replaced. When asked to verify if the leads were replaced for some adverse event, the caller read from a medical record note taken on (B)(6) 2024 that said, the patient had a trial with greater than 50% relief, the patient was implanted in (B)(6) 2024, shortly after implant the leads migrated from the t9-t12 level to the entry point in the spine, the leads were then replaced with a paddle lead. Troubleshooting was not required.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024,product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-dec-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.